Manufacturer narrative:
As reported, a 7mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used; but it ruptured when the pressure exceeds its nominal pressure. The balloon inflated normally. The maximum inflation pressure was approximately 12 atm. Therefore, it was replaced with same size non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the left common femoral artery which had stenosis, the lesion was severely calcified, and vessel tortuosity was moderate. An approach was made from the right inguinal region. A 6f unknown guiding sheath was inserted towards the right side. A 0.014¿ unknown guidewire crossed the lesion and a 4mm x 4cm unknown balloon catheter was used to perform pta. The device was opened in a sterile field. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally. A non-cordis brand of inflation device was used (indeflator/syringe), and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, or while inserting the balloon through the guide catheter. The catheter was never in an acute bend. The plunger was depressed into the syringe/indeflator when trying to inflate. The balloon catheter was not kinked while being used. The balloon catheter was not removed easily. The product was removed intact (in one piece) from the patient. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82191578 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with stenosis likely contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size, and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected, or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture, and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective, or preventive action will be taken at this time.

Event description:
As reported, a 7mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used; but it ruptured when the pressure exceeds its nominal pressure. Therefore, it was replaced with same size non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the left common femoral artery which had stenosis. An approach was made from the right inguinal region. A 6f unknown guiding sheath was inserted towards the right side. A 0.014¿ unknown guidewire crossed the lesion and a 4mm x 4cm unknown balloon catheter was used to perform pta. The device was opened in a sterile field. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prep normally. The type and brand of inflation device was used (indeflator/syringe) was everest, medtronic plc. The same indeflator used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. Vessel / lesion characteristics, the lesion was severely calcified, vessel tortuosity was moderate. The catheter was never in an acute bend. The plunger was depress into the syringe/indeflator when trying to inflate. The balloon inflated normally. The maximum inflation pressure was approximately at 12 a.m.. The balloon catheter was not kinked while being used. The balloon catheter was not removed easily. The product was removed intact (in one piece) from the patient. The device will not be returned for evaluation, as it was discarded.